Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received five inappropriate shocks for probably sinus tachycardia. It was indicated there were 149 episodes of supraventricular tachycardia and the device discriminator withheld appropriately. The device remains in use. No further patient complications have been reported as a result of this event.